Event description:
Customer was vomiting and hospitalized for dka, and they did not have the pump with them at the time of hospitalization. It was stated that dka might not be pump related. Bgs were treated with insulin drip. Troubleshooting was performed. It was a leak at the luer connection. After being on the pump for five hours bgs raised again. Additionally, an alarm message was found in the history alarm.